Manufacturer narrative:
(B)(4). The reported field event of noise was confirmed in the laboratory via review of the stored egms. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.

Event description:
It was reported that an episode of non-sustained rv oversensing due to noise was observed. The noise was unable to be reproduced with pocket manipulations and isometrics. The device was explanted and replaced. The procedure concluded successfully with the patient stable before, during, and afterwards.